Event description:
Caller reported an error with their cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller is to reset the pump when ready and follow up if the issue persists.